Manufacturer narrative:
This follow-up report is being sent to report the revision procedure and to correct the product information from the initial report. The lot number identification necessary to review manufacturing history was not provided. This report submitted january 25, 2012.

Event description:
It was reported that patient underwent knee ligament reconstruction procedure on (B)(6) 2010. During the procedure, the femoral aimer fractured and could not be removed from the patient's outer condyle. Subsequently, the patient was revised on (B)(6) 2011, due to pain and swelling in the knee. Radiographs taken prior to the procedure showed a metallic fragment near the meniscus. The fragment was removed during the revision procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Expiration date - unknown, as no lot number information was provided. Manufacture date - unknown, as no lot number information was provided. (B)(4).

Event description:
It was reported that patient underwent knee ligament reconstruction procedure on (B)(6) 2010. During the procedure, the tibial guide fractured and could not be removed from the patient's outer condyle. A revision procedure to remove the fractured piece has not been reported to date. No further information has been provided.